Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient underwent a skin revision surgery twice (specific date not reported) in order to remove the overgrown tissue.

Event description:
Correction: the initial MDR submitted on april 04, 2024 was filed inadvertently. The skin revision surgery only happened once (date not reported).